Event description:
Customer stated that the device over-heated during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the absence of enough oil within the device.